Event description:
It was reported, that the cuff was leaking on one (1) size 6 fen device and one (1) size 8 fen device. It was also reported that devices were not being used properly per the mfrs instructions for use. The devices were in use approximately ninety (90) days when the difficulties were detached. As of the date of this report, the devices have not been returned to the MFR.